Event description:
The device was applied during a total abdominal hysterectomy procedure. Reportedly, the instrument would not open. The surgeon resected the tissue to remove the device and completed the procedure by manual suture.